Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The ICD was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. The device interrogation was properly feasible, and it revealed the eos battery status, detected on (B)(6) 2024. The device was implanted for approximately 139 months. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, the eos battery status was proven to be consistent with the charge taken from the battery. Analysis of the device revealed normal battery depletion.

Event description:
System was explanted due to device eos and infection. Should additional information be received, this file will be updated.